Manufacturer narrative:
Based on assessment, the product met specifications at the time of release. Based on the information obtained, the root cause of the reported event cannot be determined conclusively. (B)(4).

Event description:
A surgeon reported an anterior capsule tearing during laser assisted cataract surgery. The surgery was completed. Additional information has been requested.